Event description:
Hill-rom technical service representative alleged that the right head siderail would not latch. Rep stated that there were no reported injuries. Rep stated that there was not a patient in the bed and the bed was being used on a med surg unit. Rep found that the right hand center arm assy was broken. Rep has replaced the rh head siderail center arm assy to resolve the problem.